Event description:
While using a cook instinct plus endoscopic clipping device (hemoclip)- it would not deploy. The tech released and 'deployed' the clip, but it would not detach from the wire. It would not open back up to 'retry' deployment. It was essentially stuck in the patient through the egd scope. We had to wiggle and pull and act like we were opening up and closing the device for it to actually deploy.